Event description:
Additional information was received indicating that the patient underwent surgical intervention wherein the leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event, of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken. Which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected while in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2020-48969. Related manufacturer reference number: 1627487-2020-48971. Related manufacturer reference number: 1627487-2020-48972. Related manufacturer reference number: 1627487-2020-47933. It was reported the patient underwent surgical intervention due to high impedance. During the procedure high impedance were found on both the patient's leads and extensions. The patient's extensions were explanted and further surgical intervention is pending to explant and replace the patients leads.